Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is alleged in the patient's legal claim that the patient experienced hernia recurrence and infection. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. In regards to infection the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ at this time it is unclear if only one or if both composix kugel mesh devices were infected and explanted in the (B)(6) 2015 procedure. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents composix kugel (device #2), a second emdr was created to address the second composix kugel mesh (device #1). Addendum: this supplemental MDR is submitted to document additional information provided and lot # details. Based on the information provided, no conclusion can be made. Per medical record provided, about 6 years post implant of two composix kugel meshes, patient was diagnosed with pain, multiple adhesions, hernia recurrence, infections, fistula, abscess, cellulitis, erosion, and underwent removal of the mesh. In the medical record provided, "there was a portion of the mesh that had eroded into the small bowel creating a fistula." Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use supplied with the device lists adhesions as a possible complication. This supplemental emdr represents the bard/davol composix kugel mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol composix kugel mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of two ventral hernias. The patient's hernias were repaired with two composix kugel mesh. (B)(6) 2015 - the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which had become infected, repair recurrent hernia, drain abdominal wall abscess, and perform a resection of the small bowel. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with ventral hernia and underwent laparoscopic repair with the implant of two composix kugel meshes. Per operative notes, "the edge of the hernia was palpated and identified. The large oval kugel patch (device #1) was inserted into the abdomen and sutured. A medium oval patch (kugel patch ¿ device #2) was then placed to cover over the lower hernia and sutured". 28-nov-2014 - patient was diagnosed with abdominal pain, abscess, cellulitis of right abdominal wall, erythema to the abdominal wall and started on antibiotics. 12-jan-2015 - patient experienced abdominal pain, abscess and was given antibiotics. (B)(6) 2015 - patient was diagnosed with ventral hernia and underwent open repair with the implant of synthetic mesh. Per operative notes, ¿the mesh had granulated into the surrounding tissue however there was an infected portion. There was a portion of the mesh that had eroded into the small bowel creating a fistula. There was a little bit of spillage and suctioned out. Once the small bowel was completely freed up from the mesh, lysed the adhesions and the mesh was removed. A synthetic mesh was placed and sutured." Attorney alleges that the patient had adhesions, bowel/intestinal obstruction, bowel/intestinal perforation, bowel/intestinal removal, emotional injuries without treatment, fistulae, infection, mesh migration and pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is alleged in the patient's legal claim that the patient experienced hernia recurrence and infection. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. In regards to infection the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ at this time it is unclear if only one or if both composix kugel mesh devices were infected and explanted in the (B)(6) 2015 procedure. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents composix kugel (device #1), a second emdr was created to address the second composix kugel mesh (device #2).the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of two ventral hernias. The patient's hernias were repaired with two composix kugel mesh. On (B)(6) 2015 - the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which had become infected, repair recurrent hernia, drain abdominal wall abscess, and perform a resection of the small bowel. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.